Event description:
Customer's father reported via phone call that a new battery was inserted into the insulin pump the night before and the customer's school has been calling and sending emails stating that the insulin pump keeps shutting off. Troubleshoot could not be performed as the customer was not present with the insulin pump. Customer's father was advised to call back when available to complete troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.